Event description:
It was reported that a freestyle libre 3+ sensor pairing attempt with the ilet bionic pancreas mobile app failed, after which the user was guided to rescan the sensor and the ilet displayed a sensor warmup, resolving the pairing issue. No clinical signs, symptoms, or conditions were reported. Outcomes included no injury and no medical intervention. User support included user guidance and troubleshooting to reinitiate pairing and verify sensor communication. Investigation of this case revealed that the pairing failure was transient and resolved through rescanning, indicating restored communication between the sensor and the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity error.